Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due latch lock flex strip sensor. As a result, the latch lock flex strip sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer stated that the device had broken battery latch. Not related to physical damage/abuse. The event occurred during testing. It was stated that the device was reported to have a damaged battery compartment and a scratched lens. There were no patient involvement and no patient harm/adverse event reported. Evaluation of the returned device was confirmed the reported issue, and the cause of the issue was latch lock flex strip sensor. It may cause a loss of power and failure to deliver medication.